Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-17. It was unknown on what date the patient first noticed they were charging longer. The cause was unknown. The rep clarified that the patient is marked as a potential replacement patient r/t life if battery. The patient has discussed the options with their healthcare professional (hcp) and would decide how they want to proceed. The rep met with the patient to confirm this information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins). It was reported that on (B)(6) 2018, the patient met with the rep for reprogramming. High impedances (>10,000 ohms) were found on contacts 8, 10 and 14. The patient also reported that they have noticed that it was taking longer to charge the battery. The rep performed reprogramming around the three contacts with high impedances, and confirmed with the patient that they could still feel stimulation where they needed it. The rep also informed the patient that battery would need to be replaced soon. No further complications were reported or anticipated.